Event description:
It was reported that there was loss of capture and dislodgment on the left ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The damage found was sustained during the surgical procedure. The lead was other wise normal.